Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a hole in the tubing near the patient adapter. It was determined that the hole in the tubing was the cause of the leak. The reported condition was verified. The cause of the condition was manufacturing related; the issue occurred during the heat seal welding process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an integrated apd set w/cassette leaked. This occurred during fill one of four of peritoneal dialysis (pd) therapy. The patient line had a "slit in it located where the patient line connects to the transfer set". The patient use scissors to cut the packaging; however, indicated the scissors "did not knock the patient line or cause the slit". The patient cut the patient line to disconnect and ended therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.